Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, pump error 68. The customer reported no adverse event. The event involved product(s) mmt-1780kpk.troubleshooting was performed. Customer reported receiving a pump alarm. Customer was not able to clear the alarm. Customer reported a blank display. Display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
Unable to perform the displacement test and self test due to no button response. Unable to verify pump error 68 due to no button response. Unit received with intermittent button response due to corroded keypad traces. Successfully downloaded history files and traces. Pump was cut open to perform visual inspection and found moisture damage to the electronic assembly. However, also found corroded keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, missing display window/cover, missing keypad overlay, broken battery tube threads, cracked case-corner of belt clip rails and corroded keypad trace. Keypad/button unresponsive/button error confirmed due to corroded keypad traces. Blank display not confirmed. Exposed to moisture confirmed. Unable to confirm pump error 68 due to no button response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.